Event description:
It was reported that during an ureteroscopy procedure, the guide wire coating was scraped away. A sensor .035 dual-flex str/150cm guide wire had been advanced to an unspecified kidney location. The physician attempted to back load an unspecified "semi rigid" scope over the guide wire when the "the blue coating scraped off the wire braid". The physician continued with the procedure even though the guide wire coating was "scraped away". No fragments of the wire were left in the patient. No complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.